Manufacturer narrative:
This product is not marketed in the us. Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_13.2 , -11.5/+1/009 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted.

Manufacturer narrative:
Additional information: the doctor has decided to wait another few months to see what has happened with the refraction. Lens is still currently implanted. Claim# (B)(4).